Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) implanted with another manufacturer's right ventricular (rv) lead, exhibited high out of range pacing impedance measurements greater than 2,000 ohms increased threshold measurements and noise. The noise was oversensed resulting in delivery of inappropriate shock therapy. Boston scientific technical services (ts) discussed programming and troubleshooting options. An invasive procedure was performed. The rv lead was surgically abandoned and replaced and this crt-d remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.